Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient's doctor a failed sensor on (B)(6) 2015. Doctor stated that the sensor failed 30 minutes after the start of the sensor session. At the time of contact, the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).